Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the ok keypad button was intermittently unresponsive and the keypad was peeling. It was reported the response issue occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/17/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings:the keypad was found to be peeling. Evaluation revealed that the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under the up, down, and contrast key contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.